Event description:
It was reported that the patient presented to the emergency department (ed) on (B)(6) 2023, with stroke-like symptoms including severe dizziness and unilateral extremity weakness. No alarms were noted in the log files on interrogation and the patient did not report any change in parameters. A slight shift in trends was noted around 7:00 am with pulsatility indexes (pis) dropping into the twos and remaining there for a few hours. The patient had since returned to baseline and was no longer reporting any symptoms. Labs remained very stable with no evidence of hemolysis or other pump malfunction. The patient's international normalized ratio (inr) was within their goal range. It was noted that the patient's inr goal had been decreased due to history of gastrointestinal bleeding (gib).

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. Related manufacturer's report regarding onset of gib: 2916596-2023-02537.